Event description:
It was reported through a legal event that a (B)(6) female patient underwent ventral hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice firm mesh in her, lot sp100573005, catalog 1026002. After surgery, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with ventral incisional hernia, partially disrupted hernia mesh, and intraperitoneal adhesions immediately deep to the mesh. On or about (B)(6) 2020, the patient underwent lysis of adhesions, low anterior resection and small bowel resection, hernia repair, and excision and removal of strattice mesh. Following her surgery in (B)(6) 2020, the patient presented several times reporting pain, abdominal distention, right upper quadrant discomfort she described as ¿burning,¿ and issues with her wound. On or about (B)(6) 2021, the patient underwent an additional surgical repair. She reported complaints of abdominal discomfort at the site of prior mesh excision and was found to have a ventral incisional hernia. Plaintiff underwent laparoscopic enterolysis and repair of incisional hernia with mesh placement

Manufacturer narrative:
Internal investigation into strattice lot sp100573 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 04/27/2022, of the (B)(4) devices released to finished goods for lot sp100573, (B)(4) have been distributed with 23 reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.